Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per reporter's MDR: provider, (B)(6), states on the cyclical lever drive, the lower large bolt that pivots the arm on the cyclical lever drive to operate the chair with one arm sheared off right where it bolts to the plate. Chair cannot be maneuvered at this point with the level. It would not affect it to be pushed by someone else though.